Event description:
It was reported that the irinotecan was hung as a secondary infusion. As soon as the drug was hung, it reportedly began to drip prior to the pump being started. It was reportedly dripping and going "back into saline that it was piggyback(ed) to." The rn immediately clamped the drug and notified the supervisor. However, when the same IV set-up was placed on a new pump module, there was "no issue with irinotecan backflowing to the saline bag and when pump started drug was dripping appropriately at correct rate." According to the report. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that secondary infusion of irinotecan back flowed into the primary normal saline was not confirmed or replicated during the investigation. The returned device and logs were fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of 02 july 2024. The event time was not reported. The suspect pump module event log shows that pcu s/n (B)(6) was attached during the last programmed infusion. On 02 july 2024 at 8:07 am, the pump module alarmed for ¿safety clamp open/close door¿. At 8:07 am, the unit was selected, and the pump module was programmed for a secondary infusion of an unknown drug (suspected to be irinotecan) with a rate of 150ml/hr and a vtbi of 20ml. The infusion was started. At 8:15 am, the secondary infusion completed on schedule and switched over to the primary infusion with a rate of 12ml/hr and a vtbi of 5ml at 8:40 am, the primary infusion completed on scheduled, and the pump module transitioned to keep vein open (kvo) and was channeled of immediately. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. Becton dickinson (bd) recommends that when the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. Bd recommends the following steps for optimizing infusion setup and head height differential. If necessary, use additional hangers to lower the primary container to achieve the minimum 9 1/2" head height differential between the primary and secondary fluids. Adjust pole height to ensure the proper head height of the container to the pump module for optimal flow accuracy. Watch for drops in the primary drip chamber. If drops are seen, lower the primary fluid on another hanger. The source container height should be approximately 20" above the top of the pump module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported free flow, backflow and check valve failure were not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during laboratory testing and log review. Testing and inspection of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation.

Event description:
It was reported that the irinotecan was hung as a secondary infusion. As soon as the drug was hung, it reportedly began to drip prior to the pump being started. It was reportedly dripping and going "back into saline that it was piggyback(ed) to." The rn immediately clamped the drug and notified the supervisor. However, when the same IV set-up was placed on a new pump module, there was "no issue with irinotecan backflowing to the saline bag and when pump started drug was dripping appropriately at correct rate..." According to the report. There was patient involvement but no harm.